Event description:
The implantable cardioverter defibrillator did not deliver high energy therapy during ventricular fibrillation. However, the arrhythmia was detected by the device. The therapy was aborted due to "possible output circuit damage detected." We obtained this info during post mortem interrogation of the device. The lack of therapy resulted in pt's death.